Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing an infection at one of his insertion sites. Patient stated his doctor treated the site with an antibiotic injection; was not admitted to the hospital. Patient reported the site is now healed and is no longer painful. Requested return of the alleged infusion set for evaluation.